Event description:
It was reported that the handpiece began smoking where the battery connects during a surgical procedure. The case was completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device smoking was duplicated. Based on the investigation details, the likely cause was a non-stryker e-box, which was replaced along with other components.